Manufacturer narrative:
Product analysis #703181691:2019-06-04 13:36:14 cdt webmremotews interface update: sfdc mnav external reference type : salesforce external reference ID : c00189027 author/date/subject/note: cat youngblood / 2019-06-04 / logs received / received from tom short (cs) and uploaded to s8 fdr. Author/date/subject/note: thomas short / 2019-06-04 / auto created from work order wo00666285 / status updated from in process to completed date completed updated from null to 2019-05-22 hardware updated from null to pass software updated from null to fail instruments updated from null to pass software failure updated from null to accurate navigation self test updated from n/a to pass general summary of failure(s) updated from null to tim hiner (asm) reported the following via email: "I¿m working a case this morning with dr. Huchton this morning. The accuracy is still off. We use tracer then 3 point and it did not change. We then hooked in the other s8 mainly used for spine and cranial procedures. It was off the same way. The third system at the surgery center is also doing the same thing. All instruments are off at least 1 to 2 centimeters or more. It is close right around the nasion but off every where else. Dr. Huchton did a case over the weekend since the one we tried last tuesday and it was off too." Is general failure resolved? Updated from null to yes does the system perform as intended? Updated from null to no were hardware parts replaced? Updated from null to no action/resolution updated from null to performed system check and could not recreated issue. Gathered logs and archived as requested. Per physician's request removed s8 application 1.2.0 and installed s8 application 1.1.0. End of interface update. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative confirmed that the issue was due to the doctor pushing to hard on the nose during registration moving the cartilage. Re-education has resolved this issue.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The software was downgraded and the issue has not occurred again. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that there was an inaccuracy of 1-2 cm. It was reported that during a conference call with technical services (ts) the inaccuracy occurred from the beginning of the clinical case, with it showing inaccurate even on the patient's nasion when checking prior to draping. The representative was unable to replicate the inaccuracy using a demo head. The site had no changed their or setup or work flow. The site downgraded to application 1.1 and there has been no word or recurring issues since then. There was no reported delay to procedure and no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated. Logs and archives were reviewed, the information was inconclusive based on the provided information. If information is provided in the future, a supplemental report will be issued.